Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
This was a primary case with a 19mm, short, conical neck. Endoanchors were being used to provide additional securement of the 25mm endurant endograft. No calcium or thrombus was observed. The heli-fx guide was advanced and positioned without issue. The heli-fx applier was inserted and first stage deployment was completed without complication. During 2nd stage deployment, the endoanchor was overturned and broke. One half of the endoanchor remained deployed into the graft/aorta while the other portion floated into the thoracic region of the aorta. The heli-fx applier was then removed from heli-fx guide. The guide was then turned posterior and a large syringe was used to suck the floating portion of the endoanchor in the lumen of the heli-fx guide. Once the endoanchor portion was within the heli-fx guide, it was removed from the patient. At that point, the case was ended and no other endoanchors were deployed.